Event description:
During a core biopsy of the left breast, the ethicon 11 gauge probe would not back out of the tissue freely during an attempt to perform a biopsy. Upon manual removal by the physician, the probe tip was noted to be jammed with tissue in the rotator mechanism.